Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth as well as skin irritation at the abutment site . Subsequently on (B)(6) 2015, the patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
This report is filed on june 29, 2018. (B)(4).